Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced issues with several connectors that would not properly attach to the cartridge and pump. The connectors were replaced and tested, and the new connectors successfully connected and locked in as intended. Replacement cartridges were arranged to be sent to the patient due to the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.